Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal glass tip was detached and returned; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited moderate burnt on detritus; the glass cap exhibited moderate devitrification at the output window; the outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that at 84,150 joules during a prostate procedure, the fiber expired. Time expended: 19 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.